Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 1.0ml 30ga 8mm 10bag has been found experiencing sterility issues before use. The following has been provided by the initial reporter: customer found another bags with needle shield separates from the hub. The pharmacists took out all the other bd insulin syringes bags in the shelf, and discovered 3 more bags of different skus with defects: 2 bags of sku 324903 with the orange caps detached and needles exposed, and 1 bag of sku 328818 with the white cap detached. All bags are intact.